Event description:
Customer bought the deep clean compact soft toothbrush. They've been using this particular brush for about 5 years. In the past year, they had 4 of them break just below the rubberized middle part.